Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) and transcatheter mitral valve in valve procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Investigation results suggest the procedure itself may have contributed to the too atrial deployment position of the initial valve, resulting in reduced contact between the initial valve and the annulus. The reduced valve/annular contact may have contributed to the post procedure embolization of the two valves. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-05144.

Event description:
During a native transcatheter mitral valve replacement (tmvr) procedure, the initial sapien 3 valve was deployed too atrial, resulting in paravalvular leak (pvl) and severe regurgitation. A second sapien 3 valve was deployed, reducing the pvl to mild and resolving the regurgitation. Post procedure, both valves embolized into the atrium. As reported, during a transseptal tmvr procedure, the initial 29mm sapien 3 valve was deployed in a 50:50 position in relation to the native mitral annulus, resulting in paravalvular leak (pvl) and severe device regurgitation through the valve frame. It was reported that the valve did not expand or pivot into a more co-axial position as expected, causing the valve to not seal at the level of the mitral annulus. The inflow and skirt portion of the sapien 3 valve did not make contact with the annulus. A second 29mm sapien 3 valve was deployed in a more ventricular position. The pvl was reduced to mild and the regurgitation through the frame was resolved. At the time of the procedure, the patient was in stable and transferred to recovery. Post procedure, both valves embolized into the atrium. The patient was reported to be alive at the time the additional information was received, but not doing well. The patient was decompensating due to uncontrollable arrhythmia and other issues. Due to the patient's generally poor condition, there are no plans to surgically remove the valves. It has been determined that the embolized valves should be left in the atrium for now.